Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of an umbilical hernia. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet user expectation/manufacturer specifications. However, the liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the patient¿s hernia, as the patient¿s pdrn alleged the umbilical hernia has worsened since the patient began pd for rrt. Hernias are a recognized complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.

Event description:
On 17/nov/2022 during follow-up, it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with a hernia. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient has an umbilical hernia, and reported it was present prior to the patient beginning pd for renal replacement therapy rrt. The pdrn stated the hernia has worsened since the patient began pd, however his monthly laboratory values remain within normal limits. The patient¿s spouse has become extremely ill, and the patient (approved by the care team) has decided to postpone surgery until she has recovered. The pdrn stated while the umbilical hernia has worsened; she stated the liberty select cycler has been functioning appropriately.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 17/nov/2022 during follow-up, it was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with a hernia. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient has an umbilical hernia, and reported it was present prior to the patient beginning pd for renal replacement therapy rrt. The pdrn stated the hernia has worsened since the patient began pd, however his monthly laboratory values remain within normal limits. The patient¿s spouse has become extremely ill, and the patient (approved by the care team) has decided to postpone surgery until she has recovered. The pdrn stated while the umbilical hernia has worsened; she stated the liberty select cycler has been functioning appropriately.